Event description:
The customer's father reported that on (B)(6) 2014 at 10:14am his daughter activated a new pod and her blood glucose and insulin history. At 11:14am,the pod was deactivated and then she noticed the cannula was slightly bent. So they checked her bg again, it was reading 323mg/dl with an alternative meter.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.